Event description:
The initial reporter received a questionable tsh elecsys cobas e 200 v2 result for one patient sample tested on the cobas e 411 module. The initial result was reported outside of the laboratory. Because of the very low initial tsh result, the physician asked for the measurement of ft3 and ft4. The ft3 and ft4 results were within the normal ranges and the tsh result did not fit the clinical picture of the patient prompting a rerun of the sample. The initial tsh result was 0.005 uiu/ml with a data flag. The first tsh repeat result was 3.19 uiu/ml. The second tsh repeat result was 3.05 uiu/ml. The reagent lot number is 614871 with an expiration date of jan-2023.

Manufacturer narrative:
A general reagent problem can be excluded because the provided qc and calibration data were within specifications. The alarm trace did not indicate any issues. The field service engineer (fse) found a bent and skewed bead mixer. The speed of the mixer was also noted to be too high. He then made corrections and adjustments in the bead mixer. He also changed the pinch tubes. He inspected the other components of the module and did not find any other issues. The fse confirmed that the module was again performing within specifications. The investigation determined the service actions resolved the issue.